Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead got laser-explanted and replaced due to a sudden increase in capture threshold. It was also noted that the rv lead was fractured due to it being wrapped around other leads. The patient was stable throughout the procedure.